Event description:
It was reported that the lead exhibited impedance less than 100 ohms since (B)(6) 2011. The patient experienced pocket stimulation. A lead replacement was scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.